Manufacturer narrative:
(B)(4). The reported complaint of the perforated packaging was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual inspection of the returned sample confirmed that there is a tear on the packaging. The location of the perforation on the packaging suggests that internal stress, likely caused by the product's edges or corners, may have compromised the packaging, it is also possible that the damage occurred during post manufacturing such as handling, transit and storage by the customer, where concentrated pressure points could have further stressed the packaging. No abnormalities found in the device history record (DHR) review, and the product was manufactured in accordance with release specifications. Based on the investigation, the exact root cause of this reported issue was undetermined. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "during the inspection of receipt and labeling of the product, we found one product with perforated packaging inside the box". No patient involvement.

Event description:
It was reported that "during the inspection of receipt and labeling of the product, we found one product with perforated packaging inside the box". No patient involvement.

Manufacturer narrative:
(B)(4). N/a other remarks: n/a. Corrected data: n/a.